Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 419488 implantable pacing lead implanted: 2013 (B)(6); product ID 507645 implantable pacing lead implanted: 2010 (B)(6); product ID 507652 implantable pacing lead implanted: 2010 (B)(6). (B)(4).

Event description:
It was reported that the patient exhibited activity intolerance due to no rate response resulting from the implant detection not fully completing following implant. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.